Event description:
The doctors claim that the graft was implanted in 2002, for a total arch replacement due to an ascending thoracic aortic aneurysm at the arcuate site. The duration of the operation was 5 hours and 17 minutes, the duration of extracorporeal circulation was 137 minutes, the duration of arrest was 71 minutes. The duration of the circulatory arrest at low body temperature was 31 minutes. The duration of the encephalic return was 78 minutes. The procedure was completed with a usual duration. Post-operatively, drainage was 60ml/day for 3 days in the anterior mediastinum, and for 2 days in the pericardial cavity. No stagnation was observed two weeks after the operation and no problems were seen after one month. Three months post-operatively, the patient was examined for dyspnea which was identified by CT scan as pericardial stagnation of effusion (late period cardiac tamponade). On 9/4/2002, the volume of effusion was 770ml/day. On 9/5/2002, it was 100ml/day of serum with a hematocrit of 15. The graft was left in. The patient is doing well. An event such as this is not unusual for patients who undergo thoracic aortic surgery event in the absence of a vascular graft (e.g.aortic heart valve replacement). The doctor has also stated that the event is not device-related. Based upon the above, the event does not appear, at this time, to be device-related.